Event description:
Info received indicated that the intellidrive moves forward when in the reverse mode.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.